Manufacturer narrative:
Follow-up #1 date of submission 05/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed evidence of a call service 078 alarm. During testing, the pump powered on normally and successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms or issues. Unrelated to the complaint, the battery compartment was cracked. Evidence of moisture corrosion was found on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.